Event description:
It is reported that the patient's knee came apart and required revision.

Manufacturer narrative:
Evaluation summary: surgical reports were not provided; therefore, surgical technique is unknown. The deformed dovetail may indicate that the articular surface did not slide under the male dovetail on the tibia plate, instead going over. Suboptimal orientation prior to attempted insertion appears to be the most likely cause of failure. The measured dimensions of the three returned devices were within specification. Both slides of all devices were damaged, including the dovetail of the articular surface. X-rays from (B)(6) 2013 (prior to revision) show the femoral component and tibial plate to be in contact on one femoral condyle, which may indicate that the articular surface had disconnected. Manufacturing documentation was reviewed and indicates that the devices were manufactured, inspected, and packaged to specification.